Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the device history record identified no relevant deviations or anomalies. Product examination found particulate returned with the complaint product. The returned product was still sealed in the sterile packaging and the particulate contained within was outside the acceptable criteria. This complaint is confirmed. If the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan, dictates that the sampling size for qa inspection for this product must be at least 19. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a followup MDR will be submitted.

Event description:
It was reported that hair was in the packaging. No adverse events have been reported as a result of this malfunction.